Event description:
Reporter indicated that a patient underwent a lead revision due to previous high impedance. The patient's generator was replaced due to incompatibility with the new lead. The explanted products have been requested but have not been returned. No further information is known.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.